Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument burned through the mcs tip-cover accessory. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and passed the recognition and the engagement tests. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. No thermal damage was observed.

Event description:
Refer to h11 for follow-up information.